Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the there was strong resistance during removal and the collar detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery(rca). A guidezilla guide extension catheter was selected for use. During procedure, strong resistance was encountered in the proximal side of the guide catheter as the device was removed from the patient's body. The device was pulled forcibly from the patient; consequently, the collar portion became detached in the y-connector. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.